Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: "lap chole". "While the surgeon was clipping the bile duct the first clip fire correctly and closed. Second clip didn't fire at all, when firing the clip applier a third time, two clips came out. Fourth try to fire clip scissored the clip and that clip continued to leak bile from the gallbladder until the gallbladder was removed. Clip on the cystic artery also scissored. Surgeon pulled the product at this point." Patient status: "no patient injury".

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event. Upon visual inspection, engineering observed that the feeder, a metal component located in the shaft, was found to be slightly out of specification. This confirmed the complainant's experience of dry firing and double feeding. However, the complainant's experience of clips scissoring could not be replicated or confirmed as the clips passed the clip gauge inspection. Based on the condition of the returned unit and the description of the event, it is likely that the dry firing and double feeding was caused by the feeder that was slightly out of specification. It is likely that this also led to clip scissoring if a clip was not seated in the jaws. However, this could not be confirmed as clip scissoring was unable to be replicated. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Although the exact root cause of clip scissoring could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Type of intervention: "pulled product and continued with another device, no other issues."